Event description:
Patient was wincing in pain and guarding the finger with the pulse oximeter probe on it. Upon removal of the device, there was a blister where the device had been, and the finger was warm and red with slight edema.